Event description:
The customer reported that while the iabp was in use on a patient, the iabp was having difficulties to obtain the ECG signal. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the cable assembly ECG (p/n 0012-00-0976) input to front end board. The iabp was functional and safety tested to factory specifications. It functioned normally and was returned to the customer. No patient injury was reported. (B)(4).